Event description:
A review of the article reported was conducted to evaluate and compare perioperative and oncologic outcomes of laparoscopic and robotic-assisted surgeries between december 2016 and december 2021 in patients with low-risk endometrial cancer who underwent minimally invasive surgery (mis) for of hysterectomy, bilateral salpingo-oophorectomy, and pelvic sentinel lymph node navigation surgery (snns) for complete surgical staging, including sentinel lymph node mapping. Postoperative complications were observed in five cases in the robotic surgery group (2 cases of ileus, 1 case of pelvic cavity infection, and 1 case of ureteral stricture). The authors concluded that mis combined with snns is a highly effective approach for managing low-risk endometrial cancer, providing comparable oncologic outcomes to laparoscopy while enhancing the quality of life of patients.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. No image(s) and/or video clip(s) associated with this reported event were reviewed. A system log review cannot be performed at this time due to insufficient event date information. Note: - due to the lack of specific information regarding the event date associated with the adverse event, the publication date has been used as the event date. - the procedures described in the article were performed using an unspecified da vinci surgical system device. Therefore, a generic material number has been used as the primary product. - the patient demographics provided represent the demographics of the majority population described in the article. Citation: togami, s., furuzono, n., mizuno, m., & kobayashi, h. (2025). Comparison of laparoscopic and robotic-assisted minimally invasive surgery with sentinel lymph node navigation in low-risk endometrial cancer: a retrospective analysis. Journal of gynecologic oncology, 36(6), e122. Https://doi.org/10.3802/jgo.2025.36.e122.